Manufacturer narrative:
Unit passed displacement test, rewind, and basic occlusion test. Unit received with stuck motor error alarm loop during bolus delivery and motor position encoder error alarm confirm in alarm history screen. Motor may have had an intermittent failure not detected during our testing. Motor was tested outside the device and passed. Unit received with minor scratched lcd window and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. The insulin pump was exposed to a high magnetic field. The insulin pump also alarmed motor position encoder error. While troubleshooting, the customer attempted to fill the tubing but the insulin pump alarmed motor error. Customer's blood glucose level was 238 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.